Manufacturer narrative:
G.5. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a false patient result for c. Diff was obtained. Results were not reported out and there was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are regularly witnessing multiple indeterminate test results and suspected false positive results for c. Diff while running the bd c. Diff assay. The customer instrument run database and log files were provided to bd service and quality for further analysis, which revealed that the customer had an outdated version of the assay software loaded onto their instrument. A bd field service engineer (fse) was dispatched to the customer site where they updated the software and performed instrument calibration. The instrument performance was verified to operate to bd specifications. This complaint is confirmed by quality. The root cause was due to an outdated software version. Returned sample analysis included the instrument database which revealed a non-current revision of the c. Diff assay software installed on this instrument. Review of device history record for this instrument is not required as this complaint does not allege an elf/fai of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and one additional case was observed on 11dec2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a false patient result for c. Diff was obtained. Results were not reported out and there was no report of patient impact.